Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient lost her fallopian tubes and her utero). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: patient refers that after 8 year of suffering, essure was removed one month ago. She refers that asked for removal since the first one of insertion without have a response; now she lost her fallopian tubes and utero besides the sequels that has due to greed of many people further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.